Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. It was noted that the syncope could have been secondary to the patient choking on food, however, it was unknown. The patient was hospitalized. This product remains implanted and in service. No additional adverse patient effects were reported.